Manufacturer narrative:
(B)(4). Eval, results: (balloon rupture). Results/conclusions: (60% lesion stenosis, damage on balloon indicative of calcification).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 26 mm length resolute integrity rapid exchange (rx) coronary stent to treat a lesion in the proximal rca. The target lesion was reported to exhibit 60% stenosis and some calcification. The target lesion was pre-dilated once using a 2.5 mm x 12 mm balloon, up to 12 atms. The physician was unable to implant the resolute integrity stent as a leak was detected in the balloon, at the proximal part of the stent. The balloon was unable to be inflated and the device was retrieved. Pt status post procedure was good and no clinical sequelae were reported. Device eval: the 1st distal stent segment and the first proximal stent segment were slightly raised. The distal tip was flared and pinched. A number of struts on the mid stent segments were partially deformed. Negative pressure applied to the device and a constant stream of air bubbles was observed confirming the presence of a leak in the device. A short longitudinal tear was located on the outside of a proximal pillow fold. There was evidence of stretches and damage to the balloon material around the leak site. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product (endeavor sprint rx).